Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified a device has an opening extended on the posterior, brown particles on the surface of the device labeled right side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: h.6.

Event description:
Physician reports rupture. This relates to the right device. Device has been explanted.

Manufacturer narrative:
[Health effect - impact codes]: (b)(4_ a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Physician reports rupture. This relates to the right device. Device has been explanted.